Event description:
During follow-up, diagnostic imaging was performed and dislodgement of the lead into the right atrium was confirmed. The lead was explanted and replaced to resolve the issue and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the left ventricular lead could not obtain capture in any configuration. The physician believes that the loss of capture was due to a dislodgement. The device was reprogrammed to deactivate the lv lead and the patient will continue to be monitored. The patient was in stable condition.